Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the graft board was getting stuck in the mesher during use. The cutter was found to be dull in multiple areas due to wear; however, the repair was not completed because no repairs to the mesher were necessary and cutters cannot be repaired. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the graft gets stuck in mesher when in use. The event occurred before surgery. There was no harm or delay. There is no additional information available. No adverse event was reported as a result of this malfunction.